Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the mapping catheter showed that the pebax tubing was ribbed on the loop. The catheter could not be inserted into the test catheter. Product analysis findings do not indicate manufacturing related defect in conclusion, the reported mapping catheter tip deformation was confirmed through testing. The catheter failed the return product inspection due to a ribbed pebax tubing on the catheter loop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter tip was deformed. The mapping catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.